Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 53-year-old male with a pre-support clinical state consistent with scai shock stage d was supported with impella devices. Initial support was provided with an impella cp. The patient was transitioned to an impella 5.5, implanted on (B)(6) 2026 at 06:00 am via a right axillary/subclavian surgical arterial approach and explanted on (B)(6) 2026 at 01:00 am during impella 5.5 support, the patient experienced ventricular tachycardia (vt). Per family policy, no additional treatments, including defibrillation/cardioversion, were pursued. The patient expired at the time of explant on (B)(6) 2026 at 01:00 am. The vt was reported as related to underlying heart failure. No device return is not expected. Based on the available information, the patient death occurred in the setting of advanced cardiogenic shock and underlying heart failure with vt during impella 5.5 support. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3 (manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.